Event description:
The implant failed due to patient bone condition.

Manufacturer narrative:
We cannot fill in this form in detail because doctor refuse to open the patient's chart. According to our investigation, there was no discrepancy on our product.